Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient felt discomfort at the insertion sit , removed the sensor and noticed the sensor wire was missing. She was evaluated by a healthcare personnel (hcp) who ordered an x-ray. The results of the x-ray confirmed a retained sensor wire; the patient was referred to a surgeon for removal. At the time of report, the patient stated they had a rash on their arm. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 11/06/2020. It was confirmed by the patient parent that they consulted with a surgeon; however, the patient did not have surgery to remove the wire. The patient remained asymptomatic, without any pain, discomfort, redness, or inflammation at the sensor insertion site. No additional patient or event information is available.

Manufacturer narrative:
(B)(6).